Manufacturer narrative:
The insulin pump was received with moisture damage at electronic assembly noted. The insulin pump was received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that insulin pump had physical damage. Customer¿s blood glucose was unknown. Insulin pump was returned for analysis.